Event description:
The customer reported the left monitor is dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended. (B) (4).